Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. Scratches were .096 - 1.724 in length and aligned with the tube axis. No other damage found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the shaft of the long tip forceps instrument started to splinter. No missing or fallen pieces were reported.